Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. A search in the sap system was conducted to verify the product availability in the distribution centers, using the lots found in the search of the lots delivered to the patient, unfortunately all batches have been sold and distributed. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Device history records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical record review indicated a peritoneal dialysis (pd) patient developed(B)(6) peritonitis in (B)(6) 2014 which has since resolved. There was no evidence of exit site infection and the peritoneal fluid was clear. No fibrin in the drain was noted,

Manufacturer narrative:
Medical records noted that the patient had resolved (B)(6) peritonitis in (B)(6) 2014. There was no information about what could have caused this or how it was treated. There is not enough information in the medical records surrounding this event other than the type of peritonitis and the onset. It cannot be concluded what could have caused the infection until further investigations into all fmc products used at the time of event. There was no mention of device malfunctioning in the medical record.